Event description:
Customer reported an image problem. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and explained to customer that pin cushion effect on i.I is normal. System operates as intended.